Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during paravent left pectoral application, the catheter was operative from port casing and became disconnected. Additional information has been requested.